Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The basic evaluation began (B)(6) 2021. It was reported that the patient was still in hospital at the time of this report. They stated they had pain in their right hip, and was in pain.